Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely the reprocessing was not completed at the facility, resulting in foreign matter remaining in the air supply and water supply nozzle. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited foreign material exiting from the air/water nozzle. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.